Event description:
During troubleshooting of a check heater line alarm that appeared on the homechoice (hc) display during fill 1, the home patient (hp) revealed that they had disconnected heater bag and connected a new one. The technical service representative (tsr) assisted the hp in ending therapy and advised to restart with new set up. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed; however, a cause was not determined.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.